Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, it was noticed that the tubing going to the sheath was filled with air. The physician immediately aspirated the sheath and pulled out one bubble followed by a column of blood. After several syringes of blood, the physician concluded that air was no longer seen in the tubing. An echocardiogram showed that there was no air in the patient's heart and the patient's vitals remained stable. The physician decided to abort the procedure while the patient was under general anesthesia. The patient was extubated and awoke without any issue. The patient was able to move all extremities, speak and smile without difficulty. The patient was then transferred to the ICU for overnight monitoring to make sure symptoms did not appear later. The patient was discharged the following day without any complications. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 92056, were returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking; the valve disk was suspected to be torn. In conclusion, the air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.